Event description:
It was reported that coil protruding occurred requiring intervention. A 4mm x 8cm pe f-idc was selected for use. During the procedure, a microcatheter was used to deploy the coil. However, the coil was released prematurely inside the microcatheter, causing the tip to enter the target blood vessel while the middle section and the tail end were suspended in the thoracic aorta. After multiple attempts, the coil was unable to be pushed into the target blood vessel as a whole; therefore, it was retrieved using a snare. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient condition was stable following the procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.